Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently the patient underwent a revision procedure on (B)(6) 2014 due to pain. The acetabular cup, modular head, and liner were removed and replaced.